Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and occluded the guidewire bushing causing the guidewire to stick inside. Visual inspection also showed that the proximal race had an indication of teflon inside which also could contribute to the guidewire stick. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right superficial femoral artery. Upon removal of a jetstream® xc atherectomy catheter at the end of the procedure, the device became locked on a non-bsc 6mm wire. The catheter and wire were removed from the patient as one unit. The procedure was completed with a different device. No patient complications and the patient's status is fine.